Event description:
The tech reported the head end brake casters would not hold. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The tech found the head end brake casters are worn most likely due to normal wear and tear. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that your perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search for the hill-rom maintenance records show hill-rom performed any preventative maintenance on this bed in 2006, 2008, 2009, 2010, 2012. And 2013. It is unk if the facility performs preventative maintenance on this bed. The tech replaced the head end brake casters to resolve the issue. Based on this info, no further action is required.